Event description:
It was reported that during the implant procedure the helix of the lead could not advance normally. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(6).